Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, there is insufficient information to confirm the cause of the reported stenosis of the xt valve 4 years after implantation. There is no information to suggest a device quality deficiency related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported in the published article from (B)(4) "sapien xt valve-in-valve implantation in stenotic valve", four years after the implant, the 23mm sapien xt valve appeared to be deteriorated and severely stenotic (maximum gradient and mean gradient of 74 and 38 mmhg, respectively). A valve-in-valve implantation of another sapien xt valve was performed. The patient was discharged and prescribed aspirin and clopidogrel.